Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.

Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the instruction manual for the bf-uc180f scope used with the balloon has cautions for preventing loose or damaged balloons, including ¿never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope.¿ and to maintain balloon integrity during storage before use, ¿to minimize deterioration, always keep the package sealed.¿ the instruction manual also states that prior to the procedure, ¿inspect the balloon and confirm that it has no holes, swelling, color changes, or any other irregularities. If any irregularity is detected, do not use the balloon; use a spare instead, inspecting it thoroughly before use.¿ the instruction manual also has pre-procedure steps to verify that the balloon¿s water feed functions as expected, to prevent balloon overinflation and detachment.

Event description:
Olympus was informed that at the end of a linear ebus procedure, the balloon device fell off into the patient. The clinician could not immediately locate the balloon. It was reported that the patient later coughed up the balloon. There was no report of patient additional bleeding or trauma. The balloon and associated equipment had been inspected prior to use with no anomalies found.